Event description:
A discrepant positive advia centaur troponin ultra result was obtained on a pt sample. The sample was retested and the troponin ultra result was negative. Pt treatment was prescribed. There was no report of adverse health consequences, as a result of the discrepant troponin ultra result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin result was due to the malfunction of the aspirate/wash block. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.